Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A notification via abiomed¿s long-term outcome and quality indicator impella registry that a 76-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The patient endured hemolysis and thrombocytopenia with a "definite" relationship to the impella device used. Prolonged hospitalization had resulted.

Event description:
Upon review by abiomed's medical safety officer, it was determined that there was not enough information to associate use of the device with patient outcome of death.

Manufacturer narrative:
The investigation for the reported thrombocytopenia and hemolysis has been completed. The pump was not returned for investigation. Data logs do not report any trends related to motor current spikes or placement signals. According to the clinical details, the patient experienced thrombocytopenia and hemolysis during pump use. The cause of the hemolysis issue was not determined since product was not returned and sufficient clinical information was not provided. The cause of the thrombocytopenia issue was not determined since product was not returned. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ d4- updated model number b5-added patient relationship from review by medical safety officer in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.